Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement, they got cerebrospinal fluid (csf) backflow with the existing catheter. A connector was added and no backflow was obtained. The company rep will monitor the pt.